Manufacturer narrative:
Per the clinic, it was reported that the patient underwent revision surgery on (B)(6) 2019, in order to excuse granulated tissue behind the ear. On (B)(6) 2019, the device was explanted due to purulent discharge, biofilm and infection. The patient has yet to be re-implanted, as of the date of this report. This report is submitted january 3, 2020.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on march 31, 2020. (B)(4).

Manufacturer narrative:
This report is submitted march 26, 2019.

Event description:
Per the clinic, the patient experienced a performance decrement and device extrusion. Reprogramming attempts were made; however these were not successful and subsequently the patient was administered antibiotics (date not reported) for ten days.